Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with ten cartridges reloads present. The cartridges reloads were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. No malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: the patient is now at risk for clotting because the surgeon is uncomfortable with rx heparin. The surgeon now does not feel comfortable giving the patient heparin, which is his usual course of action post surgery to prevent clots, because the staple line was compromised. Additional information was requested and the following was obtained: was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Yes, the patient had radiation to shrink the tumor before surgery what other color cartridges were used before and after this event? Green and white was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? They did not seem to be. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Additional information was requested and the following was obtained: how was the patient impacted due to the event? Clips were used to stop bleeding at the anastomoses. Did the post op treatment change for the patient due to the event? Dr. (B)(6) usually prescribes heparin post-op to prevent clotting, however, when a staple line fails at the anastomoses, he does not give it. Did the anastomosis fail post op? Not to my knowledge. Was the patient brought back to surgery? Not to my knowledge.

Event description:
It was reported that during a davinci sigmoid/low anterior resection procedure, the surgeon used the device throughout procedure. Used white reload on ileocolic vessel. We experienced leaking on top of cut line. The staples we could see appeared well formed in and outside of cutline. We clipped over immediately with ligamax. We could not see the staple line just cut line. Looks like cut without complete staple line and/or staple formation. There was a total of six firings three white and three green. Tried to inspect the crown and staple legs but could not get visibility to staple line. The surgeon mentioned that in his perception there is more oozing on power than on manual flex and that is a problem for him.